Event description:
As implants and the locators were to be glued into the prosthesis, a mobility of implant 43 was found.

Event description:
As implants and the locators were to be glued into the prosthesis, a mobility of implant 43 was found.